Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented via merlin.net with premature battery elective replacement indicator triggered. The physician alleges that the device battery depleted prematurely. Device explant was discussed and the patient is currently stable.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Event description:
Additional information indicates that the patient underwent explant and was stable following.